Event description:
The reported surgery for the patient was for patient comfort, per the physician. The surgery occurred as a result of the migration as it was causing pain. The physician indicated it could be attributed to body habitus. No other relevant information has been received to date.

Manufacturer narrative:
Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. Although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event . Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was referred for generator revision surgery due to device migration. No other relevant information has been received to date.